Event description:
Customer reported that he experienced low blood glucose and the ambulance was called to his house because he was having seizures. Customer stated that his wife gave him a glucagon shot and he by the time the paramedics arrived his blood glucose was between 70 and 80 mg/dl; no additional treatment was given. Customer was not sure how low his blood glucose was at the time of the seizure. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.